Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was confirmed and the insulin exited. Explained the high bg rule. A day later the customer called back to perform the high-pressure test and passed. The alarm history was reviewed and found an alarm.